Event description:
The facility observed a cardiac cath examination that did not present the proper study date in the ge picture archiving and communication system (pacs). The exam showed the date at which it was acquired into the pacs system instead of the date the study was actually performed. This situation gave the appearance that the pt's images were taken 2 days more recently than what had actually occurred. The situation was identified by the site prior to diagnosis of the pt and no pt injury resulted. The site expressed concern that if the study date discrepancy was not noticed, it could potentially allow a clinical decision to be based of incorrect info.